Event description:
The customer reported the ventilator was alarming and reported there was no air flow. The customer reported it was unknown if the ventilator was in use but there was no patient harm reported. The manufacturer's service technician was able to duplicate the reported complaint. The service technician reported the blower was not functioning. The service technician replaced the blower to address the reported problem. Failure of the blower in ventilation mode could result in no ventilation or air output during operation. Applicable final testing was completed and passed to operating specifications.